Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not used since february, pump screen would not turn on and an unspecified malfunction occurred. Customer reported charging the pump for two hours, the unspecified malfunction was cleared and pump screen turned on. There was no adverse impact to the customer¿s blood glucose value.